Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of approximately 600 mg/dl. Bg was addressed with a bolus. Reportedly, customer was unable to monitor bg level with the continuous glucose monitor (cgm) as customer needed assistance connecting the transmitter (tx) to the pump. Tandem technical support was able to guide the customer through successfully connecting tx to the pump.